Event description:
It was reported that the device had a service indication, "call service" message upon power on and logged a fault code in memory that indicates a potentially critical failure. The device was not powering on correctly and could not be used to provide defibrillation therapy. There was no report of patient involvement with the issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly on a test mock-up device at the failure analysis center and observed that it would not complete the boot cycle and operate properly to provide defibrillation therapy. Physio determined the root cause of malfunction to be failed crystal, y2, from the main pcb assembly.